Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer stated that there was a leaking reservoir. The customer stated that insulin leaked out at top of the reservoir between the reservoir and transfer guard. The customer stated that the pump alarmed no delivery during a bolus. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs to troubleshoot.